Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, an issue occurred during a sleeve gastrectomy. While stapling the stomach, the stapler was unable to fire. The surgeon was able to press the green button and squeeze the handle. There was poor staple formation and the stapler was not distorted and broke the trigger. There was no formation of the proximal staple line. Patient was alive with no injury.